Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. The recommended programming changes were made. The patient did not experience any symptoms at any time.

Manufacturer narrative:
(B)(4).

Event description:
New information received states there were several more instances of non-sustained right ventricular noise episodes were seen from a merlin transmission due to undefined r-wave sensing. New programming changes were suggested. No further information is available.